Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6) on (B)(6)2024, it was reported that patient faced event of infusion set fell off during use. The infusion set has been used for about half a day to 2 days. The blood glucose level was high at the time of event therefore the patient was treated with correction bolus via pump. The patient replaced infusion set and resumed insulin deliveries successfully. No further information was available.